Manufacturer narrative:
The reported malfunction could not be confirmed, as the hospital that sent the letter to philips was not the same hospital that reported the issue. There was no information available on the customer who reported this issue, and no further details were available from the source of the letter ((B)(6)); therefore, no further particulars were available on this incident. However, the described issue was reviewed by philips product support engineering (pse). Pse explained that the expected performance if the device is wifi enabled highly depends on the wifi coverage in the patient rooms; this is normally checked during initial installation. As the wifi network is in the responsibility of the customer, philips cannot provide exact performance results, however, a wireless connection can never be as reliable as a wired connection. The monitor itself will display different icons, depending on the status of the network connection, including icons indicating network connection issues for "no central monitoring", "wireless out of range", and "unsupported lan". If the monitor does not have a lan connection, there will be no icon. If the network connection is lost, an alarm will be issued by the monitor. In addition, the central station will also issue an alarm ("no data from bed"). There is no indication of any systemic problem with the device or labeling. No further investigation is warranted at this time.

Event description:
A customer received a letter from the (B)(6), which indicates that a patient death occurred due to a philips intellivue mp50 monitor not transmitting a signal to the nursing station¿s central monitor. The customer who sent the letter to philips indicated that the issue did not occur at their site. The patient died. No further information available